Event description:
Patient presented to the physician with purulent discharge at the ipg site where infection was suspected. Culture was obtained which the results returned positive for pseudomonas infection. Physician prescribed oral antibiotics. Two weeks later, the patient was brought into the or and upon reopening the chest incision, the sense lead body was noted to be protruding subcutaneously. Physician repositioned and re-sutured the sense lead behind the ipg, irrigated the pocket with antibiotic solution, and closed the site.